Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: postal code: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the user opened the package of a ncircle tipless stone extractor and opened the basket to confirm the basket wire was broken prior to patient contact during a transurethral lithotomy (tul). Another same type device was used to complete the procedure without issues. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Correction: h6 (annex a-medical device problem code and annex g-component code). Investigation ¿ evaluation: as reported, the user opened the package of a ncircle tipless stone extractor and opened the basket to confirm the basket wire was broken prior to patient contact during a transurethral lithotomy (tul). Another same type device was used to complete the procedure without issues. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. One device returned for investigation. The handle actuated the basket formation, but the formation does not fully close. When in open position, 1.1cm of basket assembly protrudes from basket sheath. The handle was disassembled and was able to manually actuate formation. The handle was reassembled and was able to retract basket fully, but wires do not retract evenly. Basket formation does not deploy evenly. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_ntse_rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the available information, inspection of the returned device, and the results of the investigation, the cause for the failure of the basket to open could not be established. The returned device was found to have all the basket wires intact, there were no broken wires as reported. The basket of the device would not open. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.